Event description:
A pneumatic leak developed in the case of the ventricular assist device (vad) blood pump. The leak was sealed with bone wax and the device remains in use. There were no adverse effects on the pt.